Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that they might be having an issue with multiple tests from their cobas 8000 c (701) module. Only the ureal urea/bun (ureal) data for 2 patient samples was provided, of which one was a reportable malfunction. The patient's initial ureal result was 9.7 mmol/l with a rerun result of 28 mmol/l. The erroneous result was released outside of the laboratory, but was questioned as it had a failed delta check. The rerun result was deemed correct as the result correlated with the patient's clinical picture. There was no allegation of an adverse event. The ureal reagent lot was 307009 with an expiration date of 31-oct-2018. A field engineering specialist visited the customer and performed preventative maintenance along with changing of all tubing. However the issue has not been resolved. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided additional patient data and information. The customer provided 1 additional ureal patient data that is a reportable malfunction. The customer also provided the ca2 calcium gen.2 (ca2) data for 4 other patient samples of which 2 are a reportable malfunction. The original patient with ureal results of 9.7 mmol/l and 28 mmol/l has a patient ID of (B)(6) for future reference. For patient ID (B)(6) on (B)(6) 2018, the initial ureal result was 8.8 mmol/l. The result was released from the laboratory, but was not reviewed by the physician. A corrected ureal result of 22 mmol/l was issued. Patient ID (B)(6) is a (B)(6) year old female with a date of birth of (B)(6). There was no allegation of an adverse event. For patient ID (B)(6) on (B)(6) 2018 the initial ca2 result was 1.85 mmol/l. The ca2 result of 1.85 mmol/l and an adjusted ca2 result of 1.77 mmol/l was reported outside of the laboratory. A corrected result of 2.35 mmol/l issued. The patient was incorrectly diagnosed with hypocalcaemia based the initial ca2 result and therefore was prescribed a calcium IV and administered it for over 10 hours. The patient had borderline hypercalcaemia, total calcium of 2.67 mmol/l. The patient's current condition was provided as stable with a normal calcium level. Patient ID (B)(6) is a (B)(6) year old female with a date of birth of (B)(6). For patient ID (B)(6) on (B)(6) 2018 the initial ca2 result was 1.91 mmol/l with a repeat result of 2.31 mmol/l. No additional patient information had been provided, but additional information has been requested. Precision testing was performed which pointed to possible problems with the sample pipetting, ultrasonic mixers, and cell rinse functionality. The ca2 reagent lot was 318812 with an expiration date of 31-may-2019.. On 08-jun-2018 the field engineering specialist ran mechanism checks and noticed some splashes on top of cuvettes. He checked the water pressures and the probe washing. He checked the ultrasonic mixer settings and adjustments. He checked the overall detergent consumption. He cleaned the reagent and sample lines. He cleaned water, vacuum lines, and nozzles of rinse stations. He checked the probes and the nozzles ability to spring back into position. He checked the rinse levels. He cleaned a solenoid valve. He ran mechanism check and qc testing was acceptable. The investigation is currently ongoing.

Manufacturer narrative:
Additional support was not needed after the field service actions. The investigation was unable to find a definitive root cause.